Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device received with operating currents within spec. Device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump downloaded properly. However, device was unable to connect with glucose sensor simulator, problem isolated to printed circuit board. Device received with cracked lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was dropped and had cosmetic damages. Customer's blood glucose was 144 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.